Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient went to MRI earlier. Since returning, they were having flow rate issues on the arctic sun device. Large pads in use, flow rate (fr) was .04lpm. Explained correlation between flow rate and heater capacity. Guided to diagnostics: system hours 9127, pump hours 7483, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique. No change in values, and all the clamps have a lot of bubbles in them. They opted to change the set of pads vs test each one. Pad lot ngkuy601. Please call and ask for charge nurse to arrange return of the pads.

Event description:
It was reported nurse stated patient went to MRI earlier. Since returning, they were having flow rate issues on the arctic sun device. Large pads in use, flow rate (fr) was .04lpm. Explained correlation between flow rate and heater capacity. Guided to diagnostics: system hours 9127, pump hours 7483, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique. No change in values, and all the clamps have a lot of bubbles in them. They opted to change the set of pads vs test each one. Pad lot ngkuy601. Please call and ask for charge to arrange return of the pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.